Event description:
It was reported there is noise on the surface leads. Two different ECG (electrocardiogram) cables were tried, with no change. The ECG cable connector may be loose. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the device was analyzed and no anomalies were found during functional or bench testing.